Event description:
Boston scientific received information that during a procedure to revise a different lead, this left ventricular (lv) lead was found to be dislodged into the coronary sinus. It was noted that this explained the strange appearing lv sensing prior to the procedure. The lead was successfully repositioned during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.